Manufacturer narrative:
(B)(4).the device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08695 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. Customer¿s blood glucose level was 495 mg/dl at the time of incident. Customer's current blood glucose level of 490 mg/dl. Customer was treated with manual injection. Customer stated that there was no air bubble and leak. Customer did not allege insulin pump for under delivering. The insulin pump will be returned for analysis.